Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. The repair site also diagnosed that some screws were worn and the spring seal was damaged. The screws and spring seal were replaced. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was malfunctioning and had no power. There was no harm, no delay, and no medical intervention during the procedure. The damage was not caused by the procedure and did not affect the operations. Evaluation of this device later revealed that the motor speed was not stable. The exact date is unknown. No adverse events were reported as a result of this malfunction.